Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the cause of the out of specification purge pressure accuracy on ic11276 during pm was a purge pressure sensor malfunction.

Manufacturer narrative:
This follow-up MDR is being submitted to correct information provided in a previously submitted MDR. Information confirming that the device was returned to the manufacturer for investigation was omitted from the prior report. Section d9 has been updated to reflect that the product was returned to the manufacturer for investigation. H6 type of investigation code was updated.

Manufacturer narrative:
There was no patient involved in the reported event. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during preventive maintenance of an automated impella controller the purge pressure was out of specification. The purge pressure sensor was replaced to resolve the issue and the controller was returned to the customer for use. No patient involvement was reported.